Manufacturer narrative:
This event occurred in (B)(6). The samples were requested for investigation.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module. On (B)(6) 2020 patient 1 result from the e411 analyzer was 3.67 coi (positive) and the results from the e601 module were 3.58 coi (positive) and 3.56 coi (positive). The sample was tested by the siemens dimension vista method and the result was 288 (negative). The sample was tested by an unspecified competitor serology in another laboratory where the igg/igm result was "negative." The specific result was not provided. The positive results for patient 1 were reported outside of the laboratory. After the initial point of contact, the customer provided results for an additional 3 patient samples. On (B)(6) 2020 patient 2 result from the e411 analyzer was 4.52 coi (positive) and the results from the e601 module were 4.18 coi (positive) and 4.21 coi (positive). On (B)(6) 2020 patient 3 result from the e411 analyzer was 3.80 coi (positive) and the result from the e601 module was 3.95 coi (positive). On (B)(6) 2020 patient 4 result from the e411 analyzer was 1.72 coi (positive) and the result from the e601 module was 1.51 coi (positive). For patient¿s 2-4, the samples were tested by 2 competitor methods with "negative" results. No specific results were provided. It is not known if the positive results were reported outside of the laboratory for patients 2-4. No pcr results were provided any patient. It is not known which results were believed to be correct. The e411 analyzer serial number was (B)(4). The e601 module serial number was not provided.

Manufacturer narrative:
Expiration date was updated. Four patient samples were submitted for investigation. The customers results were reproduced at the investigation site. Based on the investigation results, the samples for patient 1 and patient 2 are considered to be true positive and the samples for patient 3 and patient 4 are considered to be discrepant positive. Discrepant positive results are rare, but are expected for a serological assay. A general reagent issue was not found. The investigation did not identify a product problem. The cause of the event could not be determined.